Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, new to the ilet, did not announce large meals, experienced prolonged hyperglycemia with a peak around 350 mg/dl, and later a hypoglycemic episode with a nadir around 52¿54 mg/dl after the system delivered corrective insulin; emergency medical services evaluated the user on-site without treatment. Symptoms included shakiness and sweating during the low. Outcomes included transient hypoglycemia corrected with oral carbohydrates (glucose tablets and food) and evaluation by ems; no seizure, loss of consciousness, hospitalization, or dka occurred. Investigation included review of product performance and user interaction with the device and therapy use. Investigation of this case revealed user-related factors, specifically missed meal announcements leading to aggressive automated corrections and subsequent glycemic variability. It was concluded that the device functioned as designed and that additional user training was indicated to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.